Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple devices were not communicating. A technical support specialist found devices are no longer showing on health sight view for any facilities and created a profile to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server.

Event description:
It was reported by the customer that a pyxis medstation es system devices was not communication are showing offline. The customer stated that there was around 2 hours delay in dispensing workflow due to devices weren't communicating any new meds within that time. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.